Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error alarm. The customer's blood glucose level at the time of incident was unknown. The customer tried to troubleshoot, but could not get rid of the alarm. The customer was advised to discontinue use of the device and that it would need to be replaced. The device is being returned for analysis and replaced.

Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. No button error alarms noted during testing. No flattened dome on up button arrow noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked belt clip slot.